Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The meter was returned for investigation. Upon review of the meter's patient result memory, an additional value of 1.0 inr was observed on (B)(6) 2019 at 15:43. The test strips have not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter stated that they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). At 3:38 p.m., a sample from the patient was tested using the meter, resulting with a value of 3.3 inr. At 3:49 p.m., a sample from the patient was tested using the meter, resulting with a value of 4.5 inr. Within 7 hours of both meter tests, a sample from the patient was tested using the meter, resulting with a value of 4.1 inr. The reporter stated that samples were collected from 2 different fingers of the patient for the three tests. The 3.3 inr result was obtained using a new finger. The reporter did not remember which of the other results were measured from a second fingerstick of the same finger. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per month.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 4.1 inr): vial 00152391, qc 1: 3.3 inr, qc 2: 3.3 inr , vial 00234455, qc 1: 3.4 inr , qc 2: 3.5 inr , qc 3: 3.5 inr, vial 00156601, qc 1: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.